Manufacturer narrative:
The investigation on the returned product was completed on 2024-08-28. The device history records (DHR) have been checked and found to be according to the specification, valid at the time of production. During the examination it was found that the wire of the snow sling was burnt. Various influences may have led to this defect. It cannot be ruled out that the cutting loop has been bent; the IFU 97000002 v 2.1- 03/2019 specifies how the loop should look. Another possibility is that the tension is set too high, which can lead to thermal damage, causing the wire on the cutting loop to come loose. An incorrectly mounted loop can also lead to a defect where the correct distance to the other mounted instruments (e.g. Optics) is not maintained, which can lead to a short circuit and as a result the loop can break or burn due to the heat generated. As the customer states that there was an electric arc and this burned the endometrium, it is likely that the distance was not maintained and there was a short circuit (electric arc) which caused thermal damage which in turn led to the burns.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during a hysteroscopy resection, an electric arc burned a part of the endometrium and caused a deep lesion". Therefore, a report is required.